Event description:
A peripheral atherectomy procedure commenced to treat a moderately calcified lesion in the popliteal artery. A spectranetics turbo-power laser atherectomy catheter was used to treat the patient. During use, a perforation in the popliteal artery occurred, and a stent was placed to repair the perforation. The patient survived the procedure. This report captures the turbo-power in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity/race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the device was discarded; thus no investigation could be completed. H6) per IFU, perforation is listed as a potential adverse event with use of the turbo-power device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.